Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 3 of 3. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The caregiver (cg) stated the home patient (hp) was still connected. The technical service representative (tsr) explained the alarm, assisted the cg to clear the alarm and advised the cg to contact the nurse (rn). Global product surveillance contacted hp's wife who is the cg, on (B)(6), 2011 regarding the reported problem. The cg stated that the hp ended therapy after the alarm. The cg did not notice any defects with the original cassette. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a system error (se) 2240 (air in set). Engineering received a companion sample in reference to the se 2240. The set was placed on a machine for priming and run with no alarms noted. The complaint could not be confirmed in the lab. The batch review was performed on potentially associated lot with no issues noted. There was not enough data available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Similar reports have been received by baxter for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).